Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2367 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, hp had previously received a system error 2240 alarm during drain 3/4, and subsequently cycled the homechoice machine off/on several times to start a new therapy session using the same supplies. Baxter's technical service center assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.